Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with unknown age and race underwent unspecified breast surgery with 225cc mentor smooth round moderate profile and was presented with generalized illness (inflammation arnold's nerves, sinus congestion eyes poached, pain compression at the neck, trapezius pain, shoulder pain, rib cage pain, unable to sit, right arm numbness, cervical spondylosis, frequent headache pains, inflammation in upper back, inflammation under shoulder blades, pain on side of the elbows, bursitis, tendinitis, joint pain, chest pain, pain in plexus, diaphragm pain, difficulty breathing, muscular pains, muscle weakness , difficult muscle recovery, muscle stiffness, dizziness , loss of balance, sleep disorders, problems concentrating, memory loss, brain fog, psoriasis in eyebrows and neck, numbness in 3rd toe and right foot, heat sweat, sweats followed by frozen hands, pains in hands and fingers like arthrosis, big black spot on big toe right, foot pain, swelling). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.